Manufacturer narrative:
This report is submitted january 3, 2018.

Event description:
Per the clinic, the patient developed a wound infection at the implant site. The patient was treated with oral antibiotics followed by a 14 day course of IV antibiotics; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017. It is unknown whether there are plans to reimplant the patient, as of the date of this report.